Manufacturer narrative:
The reported field event of no pacing was not confirmed. As received, the device revealed the device was above elective replacement indicator (eri). Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested normal on the bench. No anomalies were found.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited loss of pacing output. The patient experienced syncope that resulted in distal fibular fracture. The ICD was explanted and replaced. The patient was stable.